Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the patient report the device was explanted due to active electrode array being partially migrated out of cochlea (6 channels were out of cochlea). This was confirmed by the diagnostic imaging. As per implant registration card, a full insertion was acheived during implantation surgery. The damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Diagnostic images showed that the electrode array had slipped partially out of the cochlea leaving approximately 6 channels in the middle ear. A full insertion at implantation was reported per internal registration card. The patient had benefit from the device after first activation. The patient has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was re-implanted on (B)(6) 2016. Diagnostic images showed that the electrode array had slipped partially out of the cochlea leaving approximately 6 channels in the middle ear. The patient had benefit from the device after first activation.